Manufacturer narrative:
Device evaluation: the device was returned for investigation, in used conditions, without its original packaging. Leak test: sample was tested using a syringe with colored water. Results: during the test, leak was found between filter and tube. The complaint is confirmed. The root cause was lack of solvent by not following the manufacturing procedure. Awareness notification was sent to production personnel in order to explain the importance to adherence or following the manufacturing procedure on (B)(6) 2021.

Event description:
It was reported that a leak was observed at the joint between the tubing and the filter. No patient injury was reported.